Manufacturer narrative:
Device evaluation: result - one representative sample and one actual sample were received for evaluation. Broken catheter was observed on the actual sample. Visual inspection and lie distance inspection were conducted on the catheter tubing of the representative sample. No abnormalities were observed on the catheter tubing and lie distance was within acceptance criteria. The actual broken catheter was observed under the scope. The broken catheter could possibly be cut by a sharp object. The total length of the catheter is 45mm, which is within the acceptable specification range. Conclusion - based on the length of the catheter tubing received, the manufacturing flow has been traced and there is no area that will contact with the affected tubing location. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(4). Device evaluation: a sample has been received for evaluation but an investigation has not been completed. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6235434p41. A supplemental report will be filed upon completion of the device evaluation.

Event description:
It was reported that the suspect device was removed from the patient, it as noted to be broken with a stretch of the catheter still in the patient. The retained catheter was removed surgically.